Event description:
The account stated that the architect ca125 ii reagent has generated discrepant results when compared to the hospital's results. The account stated that the hospital has sent the patient sample to the account in the past and the result on (B)(6) 2009 was 309 k/ul and the result on (B)(6) 2009 was 296 k/ul. The patient's diagnosis is unknown but the patient samples are known to have heterophile antibodies. Within the last week, the hospital ran a new sample for the patient and the result was 22 and the treated result was 9 (a treated sample result is obtained after using a heterophilic blocking tube). The account tested the new sample and the result was elevated at 274.1 k/ul and the treated result was 245.9 k/ul. The account then ran the sample treated on a 1:2 dilution and the result was 256.0 k/ul. The result was 1856 k/ul when ran untreated on a 1:10 dilution. The new sample was also sent to another facility and the result was 17 and the treated result was 78. Units of measurement were not provided for the hospital and the other facility's results. The physician at the hospital is questioning the accounts elevated results as it does not match the patient's clinical picture. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.